Event description:
The pt was implanted with an ams monarc sling to treat her stress urinary incontinence. It was reported that the pt experienced pain, has sustained permanent injury and has undergone corrective surgery.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.